Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to have the inflatable penile prosthesis (ipp) reservoir explanted. The patient required a greater fluid capacity. A new ipp reservoir was implanted. No patient complications were reported.